Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), hypokalemia, and hypersensitivity urgency, which warranted hospitalization and transition to hd for rrt. Causality could not be established for any of the serious adverse events, as limited additional information precluded a more comprehensive investigation. However, during ccpd therapy, effluent fluid is coming into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation a fresenius device(s) and/or product(s) failed to meet user expectation. However, given the patient¿s abdominal pain (including a possible hypersensitivity reaction) occurred during ccpd therapy, a possible causal or contributory role in the serious adverse events cannot be excluded. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported having a ¿really bad stomach ache¿ (abdominal pain) and dialed 911. In a faxed clinic response and follow-up with the patient¿s clinical manager (cm) it was revealed that the patient was hospitalized on (B)(6) 2022 due to hypersensitivity urgency, abdominal pain, hypokalemia, and peritonitis. The specifics and timeline of the events is unknown, and the cm reported the patient is no longer performing pd therapy due to ¿decomposition¿ on pd therapy. The patient was transitioned to hemodialysis (hd) and was discharged on (B)(6) 2022. Following discharge, the patient is reportedly undergoing physical and occupational therapy. Subsequent attempts to obtain additional information (discharge summary, hospital records, medication records) have thus far proven unsuccessful.